Event description:
It was reported that during unpacking for an angioplasty treatment procedure, stent dislodgement occurred. A 3.50mm x 28mm liberté stent was selected. When the device was taken out of the package, it was noticed that the stent was "loose". The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with no original packaging or other devices. There was blood in the wire lumen. The balloon was tightly folded. There were multiple stent struts on proximal end of the stent were lifted and stretched. The proximal end of the stent moved distally 2.5cm from the as-manufactured position. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were multiple kinks throughout sds. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking for an angioplasty treatment procedure, stent dislodgement occurred . A 3.50mm x 28mm liberté¿ stent was selected. When the device was taken out of the package, it was noticed that the stent was "loose." The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.